Event description:
The neurospecialist reported this account has two valves to return which were explanted due to zero flow. Add'l info was received, the neurospecialist has picked up both valves which were explanted from two separate pts and will be returned for evaluation. The valve was implanted for about 30 to 60 days. The pt presented with symptoms and the valve was explanted due to zero flow. Add'l info has been requested for lot info, pt's diagnosis and description of pt's symptoms after implantation of device.

Manufacturer narrative:
The valve was received partially obstructed. After decontamination, the module of the valve was removed from its original silicone boot, and observed under magnification. Many residue/matter (which looked like proteinaceous matter) were noted around the pin of the valve. The returned unit was out of specification since it was received partially blocked by residue/matter (proteinaceous matter). This residue was impairing the valve's functioning. Pressure/flow characteristics of this valve were tested within specification at time of MFR as shown on the device history records. Valve obstruction by proteinaceous matters is a known complication of valve therapy, as stated in the product instructions for use. Early shunt obstructions may be related to the surgical technique (blood and debris introduced in the shunt at insertion time), or to pt physiological condition (csf characteristics, hydrodynamic characteristics of the valve inadapted to the individual case).